Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable and the interconnect cable were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.